Event description:
It was reported that a dissection occurred. The target lesions were located in the left anterior descending artery (lad) which had 80% stenosis, right coronary artery (rca) with 90% stenosis, containing a significant bend of less than 90 degrees, mildly tortuous and mildly calcified, and the last one was in the first diagonal artery (da). The physician deployed two stents in lad and used a drug-coated balloon in da. A 3.00 mm x 20 mm synergy drug-eluting stent was fully deployed in the proximal rca at 14 atmospheres. However, post deployment, a flow-limiting dissection was found in the distal edge of the stent. Subsequently, another stent was deployed to cover the dissection, and the procedure was completed. No patient complications were reported, and the patient was stable post procedure.